Manufacturer narrative:
This report is filed april 22, 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.

Event description:
Per the clinic, the patient discontinued device use (B)(6) 2013 due to loss of sound perception and pain at the implant site as well as facial nerve stimulation. Subsequently, the device was explanted on (B)(6) 2013 and the patient was reimplanted with a new device during the same surgery.